Event description:
The customer reported that the system locked up and would not perform fluoroscopy correctly. It was also reported that the system had an image quality issue. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and could not duplicate the reported problem. The system operates as intended.